Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the access site for suture placement was in the mildly calcified right common femoral artery via a 6f sheath. As the location of the separated foot was unknown, there was no attempt to retrieve it. As of (B)(6)2021, no adverse patient effect is confirmed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss, and foot separation were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that vessel puncture closure of an unspecified vessel was attempted with three proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, when attempting to deploy the suture of the first proglide device in the 10 o¿clock position, a cuff miss occurred. The second proglide device also failed due to cuff miss. The suture of the third proglide device was attempted, but in the 2 o¿clock position the proglide device failed due to a cuff miss. One of the three proglide devices also had a foot separation which was first observed upon removal of the device from the anatomy. The location of the separated foot is unknown. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.